Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The reason for call was nurse (initial reporter) initially called in saying pt needed MRI but pt's husband (caller) was unable to get the ins charged. Caller then came on the phone and confirmed they were trying to get the ins charged today, but didn't know how to use the equipment. At one point caller mentioned seeing charging for a little bit, but then went back to the screen telling caller to adjust the antenna (pss unsure if caller was seeing recharger charging screen at that point). Caller tried to connect with patient programmer (pp) but reported poor communication screen. Caller then tried to use the implantable neurostimulator recharger (insr) and at first saw the insr battery low screen, but confirmed insr was plugged in and tried again and got reposition antenna screen. Pss asked, caller said it had been years since they charged the ins. The issue was not resolved. Pss reviewed possible overdischarge info with caller and redirected to healthcare provider (hcp) to discuss head MRI. *2 call re cordings. Redirected caller: patient's hcp pt needed head MRI. Pss reviewed MRI info, provided pt's husband with MRI website for hospital to get guidelines if needed, and recommended hospital call with any questions they may have. On (B)(6) 2022 the patient (pt) reported the contributing factors leading to being unable to charge the ins were the device became d ifficult to recharge, the battery would not charge all the way, and the pt just quit using it. No steps were taken to resolve the issue and the issue is not resolved. The pt would like the device removed at some point.